Event description:
While performing routine qc some hours prior to a patient treatment, the radioactive source ((B)(4)) failed to retract. After consultation with nucletron service personnel, I manually retracted the source. The device was not used further that day. It was repaired by manufacturer's service personnel on the morning of 07/07/2004, tested extensively and then released for patient treatment. The machine has worked within specifications since. My dose was 7 millirem whole body, and less than 10 millirem for the ring badge. All doses are within regulatory limits.